Event description:
It was reported that during a laparoscopic cholecystectomy the device crossed the clips on itself upon firing. Another gun was pulled and the same result. There was no pt consequence. No device returning.